Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an altitude alarm after the pump became wet with sweat. The customer's blood glucose level was not impacted. There was a temporary delay in clearing the alarm. Once the alarm was cleared, insulin delivery was resumed.